Manufacturer narrative:
Additional information: based on the received information from the field, the device does not provide sufficient benefit due to a partial migration of the active electrode array out of cochlea, which could be confirmed by diagnostic imaging. Furthermore, two channels were left out of cochlea at implantation surgery. A follow-up appointment is planned, thus no further steps have been decided yet.

Event description:
The user's hearing performance with the device is affected as there has been a migration of the electrode array. A CT scan from (B)(6)2021 would show 4 channels extra-cochlea and a repeat scan in (B)(6) 2021 would then show 7 channels extra-cochlea. The recipient has no measurable word recognition and reports that over the last 3 months sounds have been getting more _crisp_ and less distinct. The user was seen again on the 9th november and no further plans were made at the time. The user will be seen again after he has undergone an ear-unrelated surgery.

Event description:
The user's hearing performance with the device was affected due to a migration of the electrode array out of the cochlea. The user was re-implanted in (B)(6) 2022. The plan was to reinsert the array, however there was evidence of damage to the electrode which had almost completely migrated out of the cochlea.

Manufacturer narrative:
Conclusion: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode array out of cochlea, which could be confirmed by diagnostic imaging. Furthermore, one channel was left out of cochlea at implantation surgery. Device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device was affected due to a migration of the electrode array out of the cochlea. A CT scan from (B)(6) 2021 showed 4 channels extra-cochlear and a scan repeated in (B)(6) 2021 then showed 7 channels extra-cochlear. The recipient had no measurable word recognition and reported that words were getting more _crisp_ and less distinct. The user was re-implanted in (B)(6) 2022. The plan was to reinsert the array, however there was evidence of damage to the electrode which had almost completely migrated out of the cochlea.

Manufacturer narrative:
Additional information: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode array out of cochlea, which could be confirmed by diagnostic imaging. Furthermore, one channel was left out of cochlea at implantation surgery. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected as there has been a migration of the electrode array. A CT scan from (B)(6) 2021 would show 4 channels extra-cochlear and a repeat scan in (B)(6) 2021 would then show 7 channels extra-cochlear. The user is scheduled to see surgeon to discuss steps for revision planning.